Event description:
The patient claimed that all buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1: date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: it was reported that the keypad buttons were unresponsive. The pump was returned to animas. Investigation revealed that all buttons respond to presses appropriately and there was no damage found to the keypad. The keypad was removed and adhesive was found under the button contacts.